Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device was inspected prior to use and no damage was observed. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer, while the surgeon was attempting to manipulate instruments from the surgeon console. The reporter was unable to confirm if the movements of the surgeon scale appropriately to the instrument. There were no instrument-to-instrument or system arm-to-arm interference or any external collisions. The customer tried moving the instrument as the issue was persistent.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument had opposite movement. The procedure was completed with no reported injury using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on multiple attempts. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results.